Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "patient had called after hours line to report mediport gripper needle leakage; when he arrived on chemo unit this writer noticed dried drug residual on chest; when flushed drug was leaking out of from above clave site. Charge rn communicated with mod. Gripper needle removed - new one inserted positive brisk blood return; pharmacy will make a 24 hour bag to complete infusion. Md made aware via email"